Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the protection sleeve f/nails ø8-13 flex lon had the distal tip of the inner metal sleeve heavily deformed, functional issues are most likely due to this condition. The tibial nail advances - suprapatellar approach surgical technique guide was reviewed. The following relevant statements were found: precautions: - do not ream inside the protection sleeve. - monitor that the tip of the protection sleeve remains in direct contact to the proximal tibia. - the reamer must travel through the protection sleeve before entering the bone. This may require a longer reamer shaft. While no root cause can be determined for the reported issue, the damage observed was consistent with a random component failure that may have been caused by exposure to unintended forces during reaming process. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the protection sleeve f/nails ø8-13 flex lon. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product code: 03.043.034s, lot number: 10297931, release to warehouse date : 25.jan.2022, expiration date : 01.jan.2027, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on may 26, 2023, the patient underwent orif surgery for right ankle joint fracture with tna protection sleeve. The surgeon used supra-patellar to perform the surgery to insert the tna which proceeded smoothly from insertion into the body to insertion of the reaming rod under placement and reaming of the medullary cavity up to f12mm. The surgeon determined that a f12 mm nail was appropriate based on the allowance of the medullary cavity and attempted to over-ream a f13 mm nail. However, reaming stuck in the middle of the protection sleeve, preventing progress. Once the sleeve was removed and its shape was checked, a curved deformation was found on the sleeve. The sleeve was restored to its original shape, but it did not return to its original shape. Therefore, the size was changed to f11mm and a new protection sleeve (03.043.033s) was substituted, and the surgery was continued. Finally, the operation was completed because the fixation was equivalent to the original purpose. Procedure was completed successfully with thirty(30) minutes of surgical delay. No further information is available. This report is for one (1) protection sleeve/ flex/ long for nails ø 8-13mm / sterile. This is report 1 of 1 for complaint (B)(4).